Manufacturer narrative:
Reference ID: (B)(4). The digital diagnostic c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digital diagnostic c90 indicating that while taking an x-ray of the foot, the patient raised his leg, which resulted in the sensor falling to the ground. The device was in clinical use and there was no patient or user harm. The field service engineer (fse) performed analysis and concluded that the detector was defective due to impact from falling to the ground. Calibration and functional checks were performed, and the detector passed all tests. The system returned to clinical use with full functionality. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that during an x-ray of the foot, the patient raised his leg, causing the sensor to fall to the ground. The device was in clinical use and there was no patient or user harm.